Event description:
The customer stated that his blood glucose readings were erratic. He received back to back readings of 197 and 97 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting showed the meter and strips to be operating as designed. The customer was satisfied, and no product will be returned for eval.